Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691202401670.the device was returned for evaluation. The returned device was visually examined and the following was observed: liner fully expanded and tip opened as designed, liner fully delaminated circumferentially approximately 1.8cm in length from distal tip. Cmarker present and attached. Distal tip stretching observed. Due to the nature of the complaint, no applicable dimensional or functional testing was performed. The complaint was confirmed through visual examination.imagery was provided for review. The following was observed: presence of calcium at access vessel, undersized vessel (greater than5.5mm minimum luminal diameter required for use of 14f esheath), and tortuous anatomy at access vessel.the esheath and esheath plus is designed in a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system. Commander delivery system retrieval through the esheath and esheath plus is validated. To promote maintaining sheath integrity, design requirements and drawings include sheath tip and shaft materials selection and dimensions. Mitigations include visual and dimensional inspections of the sheath components and assembly.users are informed of the residual risks associated with the valve, delivery system and or accessories through the potential adverse events section in the instructions for use (IFU). To help mitigate risks, edwards provides guidance and instructions on visualizing and assessing vasculature, correct device prep, and proper insertion techniques in the IFU and training refresher training materials, including adequate hydration of components, appropriate orientation of the esheath or esheath plus seam in the vasculature, and the risk associated with excessive calcification or tortuosity. Edwards also provides how to retrieve the delivery system (with or without the crimped valve), including if the delivery system balloon is ruptured. In addition, edwards physician training program includes case observation review, proctor qualification and refresher training.review of prior closed similar complaints that were able to be confirmed indicates that patient andor procedural factors can contribute to circumferential liner delamination of the sheath which can manifest during withdrawal of the delivery system. Furthermore, the review did not identify an edwards related defect that may have contributed to any of the complaints. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (burst or torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. In addition, noncoaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors such as calcification, tortuosity, and or undersized diameters near the sheath distal tip are present within the patient anatomy. As a result, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Furthermore, more than one of these factors can compound to exacerbate the patient or procedural conditions and further lead to sheath liner delamination.in this case, the event was confirmed. Investigation results suggest procedural factors (withdrawal of burst balloon, excessive manipulation) and or patient factors (calcification, tortuosity, undersized vessel) may have caused or contributed to this complaint event. No edwards defect or manufacturing nonconformance that would have contributed to the reported event was identified. No ifutraining deficiencies were identified.complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in germany, regarding a 26mm sapien 3 ultra valve implant inside a surgical valve in aortic position by transfemoral approach. During procedure, while deploying the valve the balloon of the 26mm commander delivery system radially burst at the end of the inflation. No valve post dilation was needed, there was good result with no pvl. The commander delivery system was successfully retrieved from patient through the esheath. No component was missing on the commander delivery system after removal. However, when inspecting the esheath, it was found that the esheath distal tip was torn. Patient outcome was good post procedure.

Event description:
The device was returned for evaluation. Sheath liner delamination was observed. The sheath distal tip was not torn.

Manufacturer narrative:
The device was returned for evaluation. Investigation is underway.